Event description:
The event is reported as: "complaint alleges that device stopped producing enough moisture. Pt's condition is fine." No pt injury reported.

Manufacturer narrative:
Sample received by MFR, but investigation is incomplete at time of this report. A f/u report will be sent when investigation is completed.